Event description:
Pt reports that cadd legacy pump alerted with "batteries depleted" message. Pt changed the batteries but problem not fixed. Pump was also wet, pt thinks the cassette may have leaked and caused the problem. Pt did not experience any ade due to pump malfunction. New pump will be shipped to pt with return box for malfunctioning pump. Pt does not have cassette to return to pharmacy. Serial number of malfunctioning pump: (B)(4), due for maintenance 04/12/2019. No other info known. Pt no longer has cassette in question. Dates of use: from (B)(6) 2018 to (B)(6) 2018.